Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy. The product was not returned for analysis, although a media review of the photo's received was preformed which confirmed that the bands failed to deploy due to the band overlapping each other. All compiled information on this investigation determines that the most probable cause is not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the ligator was installed on the device, the rubber bands were not released. The equipment was removed and inspected, and the rubber bands were found to be tangled together. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy. The product was not returned for analysis, although a media review of the photo's received was preformed which confirmed that the bands failed to deploy due to the band overlapping each other. All compiled information on this investigation determines that the most probable cause is not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the ligator was installed on the device, the rubber bands were not released. The equipment was removed and inspected, and the rubber bands were found to be tangled together. There were no patient complications reported as a result of this event.